Manufacturer narrative:
H10: the reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2018 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. This report was due on november 27, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t tripped the device fuse during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bayreuth, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was noted also an error message related to compressor over-temperature that led to its switch off, as protective function. Moreover, a leakage was found in the cooling circuit of the patient tank. Therefore, the device was taken out of service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.